Event description:
It was reported that the unspecified bd¿ infusion set had air in the line during the zosyn infusion. The following information was provided by the initial reporter: "rn... Reported that this morning had an issue with a channel and ail alarms. The first channel alarmed ail with no visible air noted int the IV tubing. Clinician removed the IV set and ¿ran med through¿ to clear any air bubbles. Inserted IV set back into the same channel. Infusion infused for a few minutes than beeped ail alarm again. She then pressed the restart key, and the channel still alarmed ail. Changed out the channel with another one and it alarmed ail. She then changed to another channel and it alarmed ail. Clinician then changed the IV set and inserted it back into the channel and no further ail alarm. No patient harm, just patient annoyed with the noise and delay in giving the medication. Zosyn 3.375 mg in 100ml administered as a primary infusion at 25ml/hour. No additional information provided. Reviewed IV set loading and troubleshooting ail with clinicians."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing had ail could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed as manufacturer name, city, and state and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had air in the line during the zosyn infusion. The following information was provided by the initial reporter: "rn... Reported that this morning had an issue with a channel and ail alarms. The first channel alarmed ail with no visible air noted int the IV tubing. Clinician removed the IV set and ¿ran med through¿ to clear any air bubbles. Inserted IV set back into the same channel. Infusion infused for a few minutes than beeped ail alarm again. She then pressed the restart key, and the channel still alarmed ail. Changed out the channel with another one and it alarmed ail. She then changed to another channel and it alarmed ail. Clinician then changed the IV set and inserted it back into the channel and no further ail alarm. No patient harm, just patient annoyed with the noise and delay in giving the medication. Zosyn 3.375 mg in 100ml administered as a primary infusion at 25ml/hour. No additional information provided. Reviewed IV set loading and troubleshooting ail with clinicians."